Manufacturer narrative:
The estradiol reagent lot number was 67208801, with an expiration date of 30-nov-2023.

Event description:
The initial reporter stated they received discrepant results for 7 patient samples tested with elecsys estradiol iii on a cobas pure e 402 analytical unit. The issue also occurs with quality controls. The first patient sample initially resulted in an estradiol value of 44 pg/ml and it repeated as 67 pg/ml. The second patient sample initially resulted in an estradiol value of 26.7 pg/ml and it repeated as 111 pg/ml. The third sample initially resulted in an estradiol value of 51 pg/ml and it repeated as 67 pg/ml. Additional values provided for this sample were 51.9 pg/ml and 78 pg/ml. Repeats of this sample performed on (B)(6) 2023 resulted in values of 130 pg/ml, 66.4 pg/ml, 69.9 pg/ml, and 71.1 pg/ml. The fourth sample initially resulted in an estradiol value of 201 pg/ml and it repeated as 347 pg/ml. Repeats of this sample performed on (B)(6) 2023 resulted in values of 323 pg/ml, 337 pg/ml, and 325 pg/ml. The fifth sample initially resulted in an estradiol value of 26.2 pg/ml and it repeated as 74.4 pg/ml. Repeats of this sample performed on (B)(6) 2023 resulted in values of 70.3 pg/ml, 69.7 pg/ml, and 65.7 pg/ml. The sixth sample initially resulted in an estradiol value of 51.9 pg/ml and it repeated as 84 pg/ml. Repeats of this sample performed on (B)(6) 2023 resulted in values of 83.1 pg/ml, 76.7 pg/ml, and 77.5 pg/ml. The seventh sample resulted in estradiol values of 33 pg/ml, 48.1 pg/ml, and 34.9 pg/ml.

Manufacturer narrative:
The field service engineer found a clogged pre-wash unit. The nozzles were cleaned and the tubing was decontaminated. The alarm trace showed regular sample clot alarms. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.